Event description:
The following info was reported to fresenius medical care via maude event report (B)(6) submitted by the pt's daughter. The pt's daughter reported, her father suffered sudden cardiac arrest while on dialysis, was in the hospital for four weeks and subsequently passed away. It is alleged that granulfo was used during the hemodialysis treatment. There is no sample available for eval.